Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip was not releasing from the medium-large clip applier instrument. No known impact or patient consequence was reported. Intuitive followed up but no additional information was available.